Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring seals failed to deploy. No further details could be obtained from the reporter. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the third seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).